Event description:
Rptr had her first pedicle screw operation in 1/23/91. She had a non-union along with one of the screws penetrating through her sacrum. They re-did the operation in 2/10/93. Since then, rptr has had continual pains. She is 27 yrs old and is totally disabled due to these surgeries.